Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in clinic after receiving inappropriate therapy. The device was found to be in backup mode with high voltage therapy disabled. The device was explanted and replaced. The patient was stable.